Event description:
It was reported that the balloon was asymmetrical and longer than the labeled length. The 90% stenosed, eccentric target lesion was located in the mildly calcified and mildly tortuous left circumflex ( lcx ). The lesion was noted to have a significant bend <45 degrees. The lesion was predilated with a non bsc balloon catheter, leaving 60% residual stenosis in the lesion. The 3.50mm x 12mm emerge balloon catheter was advanced to the lcx and was inflated at 12 atmospheres pressure, however, an asymmetrical shape characterized by a longer length measure (about 20 mm) outside the marker bands was noted. So, the physician decided to deflate the balloon and completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).